Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having a left total knee revision. The surgeon did all the proper prepping for a stem and sleeve for the femur. The surgeon over reamed 1mm, and broached properly. The trial construct sat perfectly. During impaction of the real femoral component, the patient's femur cracked/broke. The implant was fully seated by the surgeon, and the surgeon put 2 cables around the femur to stabilize the fracture. The press fit between the trial broach and stem compared the real implant is too much. This causes fractures and endangers the patient. There was a surgical delay of 15 mins. Doe: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.